Event description:
It was reported that the gastrointestinal videoscope exhibited image distortion, with noise present in the image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1-initial reporter establishment name- (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the noise appearing in the image was due to a fluid leak in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.